Event description:
It was reported that during a procedure, the operator used the guidewire and the microcatheter to deliver the subject flow diverter stent to the middle cerebral artery (mca) m2 location. During the subject stent deployment, the distal end was expanded properly, however the subject stent could not be opened at the bended area of the vessel and was found to be flat/kinked. After several attempts to deploy the subject stent, the operator withdrew the stent. When the operator deployed the subject stent on the table, the middle area could not be opened and a foreign matter looking like a human hair was found. After the foreign matter was removed, the subject stent could be deployed with no problem. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed and attached to the hoop with solid tape. The operator had reported that he deployed the stent on the table. The distal part of the stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be fully opened. The stent was found to be deformed. Particles/dried procedural fluids were noted within and on the stent itself. It was confirmed that the particles were dried procedural fluids within and on the stent, as these particles dissolved in warm water. The returned device was not inside the primary packaging. The stent introducer sheath was found to be intact. During functional inspection the stent was soaked in warm water and the dried contaminant/procedural fluids disappeared. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent failed/unable to open¿ could not be duplicated; however, the analysis results are consistent with the reported event. The reported ¿stent deformed¿ was confirmed during the analysis. The reported ¿product contaminated¿ was not confirmed during the analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues or damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The anatomy was reported to be moderately tortuous, and femoral access was used. The size of the flow diverter was appropriate for treatment site. There was no resistance encountered during the flow diverter deployment, the flow diverter implant was confirmed between the two marker bands. The flow diverter was recaptured/resheathed back during the procedure 4 times. The percentage stenosis was present was 25-50%. The patient received medication post the procedure. There was no indication of a user related issue. Analysis of the returned device indicated the stent was deployed on its return to site for investigation, the stent was noted to be damaged. The sdw was kinked/bent. Particles were noted within and on the stent . It was confirmed that these particles were dry procedural fluids. The returned device was not inside the primary packaging. The event description states "the operator pressed the stent with hand and felt foreign matter so tried to use shaping needle to separated the matter". This 'matter' was not returned to site for evaluation, and it is unknow what this matter is. It is possible that the matter may have been the procedural fluids that was noted during the analysis of the returned device, but this cannot be confirmed. An assignable cause of procedural factors will be assigned to the reported event ¿stent failed/unable to open (when not implanted)¿ and ¿stent deformed¿, and analysed event ¿stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'undeterminable' was assigned to the reported event ¿product contaminated (inside sterile barrier (pouch))¿ as review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during a procedure, the operator used the guidewire and the microcatheter to deliver the subject flow diverter stent to the middle cerebral artery (mca) m2 location. During the subject stent deployment, the distal end was expanded properly, however the subject stent could not be opened at the bended area of the vessel and was found to be flat/kinked. After several attempts to deploy the subject stent, the operator withdrew the stent. When the operator deployed the subject stent on the table, the middle area could not be opened and a foreign matter looking like a human hair was found. After the foreign matter was removed, the subject stent could be deployed with no problem. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.